Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the cable/cord/wiring and motor were damaged. It was further determined that the drive shaft was rusted. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessment and hand control assessment. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device displayed an e5 error code. It was reported that the event occurred before use on a patient. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was reported that there was no adverse event to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.